Event description:
A healthcare professional reported that during vitrectomy surgery, an ophthalmic system top illuminator was not working. The procedure was completed by auxiliary illuminator. The details of the patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections b.2, h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event top illuminator single port not working is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be scheduled under mfg report num. 2028159-2024-01424. The manufacturer internal reference number is:(B)(4).